Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not reading gases. They changed out the water trap and moved the unit to another bedside monitor (bsm), but the issue persisted. There were also no error codes displayed. No patient harm was reported. Investigation summary: the gas unit was returned to nihon kohden and was serviced by the repair center. The device needed the gas sensor, (part # cd-314p) to be replaced, which resolved the issue. The service history for this serial number shows this is an isolated incident. The gas sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. As indicated under ticket 127139, there is no other evidence suggesting predisposition to early failure. The likely cause is a lack of on-time preventative maintenance. Due to limited information available regarding routine maintenance, the root cause could not be determined. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bsm: model #: ni. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not reading gases. They changed out the water trap and moved the unit to another bedside monitor (bsm), but the issue persisted. There were also no error codes displayed. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit is not reading any gases. They exchanged the water trap and moved it to another bedside and it still would not take any readings. Bme states the unit did not give any error codes. No patient harm was reported. Bme returned the unit for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit is not reading any gases. They exchanged the water trap and moved it to another bedside and it still would not take any readings. Bme states the unit did not give any error codes. No patient harm was reported. Bme returned the unit for an exchange.